Event description:
The nurses reported difficulty connecting the extension sets to the microclave port male adapter plugs. After the two were connected, the extension sets reportedly disconnected from the microclave port male adapter plugs before the spin collars could be secured. The disconnected products were reconnected together and the therapies were initiated. There were no reported adverse pt effects. No med intervention were required.